Manufacturer narrative:
As reported in the literature by yoshimura et al., (2009). Staged angioplasty for carotid artery stenosis to prevent postoperative hyperperfusion. Operative neurosurgery 1 volume 64. Doi: 10.1227/01.neu.0000334046.41985.bb; report four patients treated with a precise stent showed hyperperfusion (hp) phenomenon on the post procedure hexamethylpropyleneamine oxime (hmpao) spect scan. The procedure was a staged angioplasty for carotid artery stenosis and the stenosis was predilated with an amiia or savvy semicompliant balloon, and a precise self- expanding nitinol stent was deployed. Hp phenomenon was defined as an asymmetry index of more than 120% compared with the normal side on hmpao spect. The devices were not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. The use of tpa also puts the patient at a higher risk for experience a hemorrhagic stroke. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 4 events for cerebral hyperperfusion syndrome. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are an amiia or savvy semicompliant balloon, and a precise self- expanding nitinol stent but the catalog and lot numbers are not available. The citation is as follows (yoshimura operative neurosurgery_2009). The products were not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature by yoshimura et al., (2009). Staged angioplasty for carotid artery stenosis to prevent postoperative hyperperfusion. Operative neurosurgery 1 volume 64. Doi: 10.1227/01.neu.0000334046.41985.bb; report four patients treated with a precise stent showed hyperperfusion (hp) phenomenon on the post procedure hexamethylpropyleneamine oxime (hmpao) spect scan. The procedure was a staged angioplasty for carotid artery stenosis and the stenosis was predilated with an amiia or savvy semicompliant balloon, and a precise self- expanding nitinol stent was deployed. Hp phenomenon was defined as an asymmetry index of more than 120% compared with the normal side on hmpao spect.